Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, moisture damage and high blood glucose. Customer's blood glucose level was 600 mg/dl. Troubleshooting for pump exposed to fluid was performed. Customer advised they removed the reservoir and insulin came out while trying to resolve the no delivery alarm. Customer advised the insulin pump was exposed to fluid via insulin. Customer was able to perform and pass the self-test. Troubleshooting for no delivery was performed. Customer advised they resolved the issue with a complete set change. Customer declined to return the set and reservoir for analysis.